Event description:
It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and a 30mm watchman closure device & delivery system (wds) was positioned and deployed. The wds was recaptured, and it was noted that a perforation occurred from the anchor of the closure device. No additional information is known.

Manufacturer narrative:
B1 and b2: updated from adverse event to product problem b5: additional information provided h6: patient code, impact code, and device codes corrected.

Event description:
It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and a 30mm watchman closure device & delivery system (wds) was positioned and deployed. The wds was recaptured, and it was noted that a perforation occurred from the anchor of the closure device. No additional information is known. It was further reported that no perforation occurred as previously stated. After the wds was deployed, it did not meet release criteria. When the physician attempted to recapture, great force was required and as the implant was being recapturing, the anchor of the implant scratched the sheath of the wds. The wds was removed from the patient. A new wds was used to successfully complete the procedure.